Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she ate apple turnovers and her blood glucose increased to 443 mg/dl. The customer treated via manual insulin injection and insulin pump therapy. The customer also needed assistance with properly using the bolus wizard, and they were successfully assisted. The patient's blood glucose at the time of call was 176 mg/dl. The insulin pump was not returned or replaced.